Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a transmitter failed error occured. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed with 0.21 voltage. A review of the share logs was performed and no transmitter failed error was found within the investigation window a probable cause could not be determined. No injury or medical intervention was reported.